Event description:
During the lowering of the table top, the table stopped abruptly and then fell rapidly approx 10 cm. The table could no longer be moved vertically. The bearing which holds the center shaft of the table in its rotation axis and the sprocket that turns the shaft were severely damaged, and had to be replaced. A washer and a retaining ring, which would prevent the shaft from slipping out of the bearing assembly, seemed to be missing from the end of the shaft. Although no pt or staff injury occurred, this problem could have resulted in serious pt injury and damage to the table top and image intensifier if this incident had occurred during a pt simulation.